Manufacturer narrative:
The device was rec'd in two sections as a result of a break in the hypotube. The break was located approx 49cm distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. Another severe kink was located in the hypotube approx 46 cm distal to the strain relief. An examination of the balloon found that the balloon had been inflated and was not refolded. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
Reportable based on analysis completed on (B) (6) 2009. It was reported that during a percutaneous coronary intervention procedure, crossing difficulties and a shaft kink occurred. The 90% stenosis target lesion was located in a mildly calcified and severely tortuous unk lesion. The 2.5x15 mm apex monorail balloon catheter was unable to cross the lesion. The device was removed and a shaft kink was noted. The procedure was completed with another of the same. There were no pt complications reported and the pt's condition is reported as 'good'. However, device analysis revealed a shaft break.